Event description:
The manufacturer received information alleging a ventilator delivered one small breath followed by one large breath on one occasion only. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, it was found that the device's mode knob was offset. The device's mode knob was repositioned to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01. Results: knob was repositioned.